Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a smooth opening assessed to a smooth opening. ¿ use error-underage ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device.

Event description:
Healthcare professional reported a right side rupture. Patient later reported capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device was implanted in underage patient. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Patient later reported capsular contracture baker grade unknown. Device was implanted in underage patient. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.